Event description:
It was reported that, while in use to collect blood, the device was attached to a peripherally inserted central catheter line, and when the connecting the piece into the lumen it broke of and was stuck in the patient's central venous catheter lumen. There was reported patient injury.

Manufacturer narrative:
The device history record of reported lot 6089867 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.